Manufacturer narrative:
(B)(4). The customer reported that there were green vertical lines on the display. There was no report of patient involvement. The device was evaluated by philips. The issue was localized to the display assembly. The display assembly was replaced to resolve the issue.

Event description:
The customer reported that there were green vertical lines on the display. There was no report of patient involvement.